Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Return product was requested but was not received by investigator. Root cause: cannot determine with retain testing. Source: phone.

Event description:
Reported 1 false positive result for one asymptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).